Manufacturer narrative:
A field service engineer was dispatched to customer site. The fse identified the o-ring between the vacuum pump and the oil return valve was out of place. He adjusted the o-ring and the issue was resolved. Unit meets specifications and was returned to service. Reference asp complaint # (B)(4).

Event description:
A customer reported an event of "smoke" emitting from the sterrad® nx sterilizer while running a cycle. There was no report of any injuries or human reactions. The customer was advised to power off unit, and evacuate the room and not to enter till it is safe and clear or follow facility policy. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of smoke/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from april 2017 to october 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the issue. The assignable cause of the odor/smells is due to the o-ring and oil return valve. The field service engineer adjusted these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.